Manufacturer narrative:
This report is for nine (9) unknown screws. At this time, it is unknown if/when the revision procedure took place. The complainant parts are expected for return; therefore, the procedure likely occurred. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016 to treat a right proximal humerus fracture. Approximately three (3) weeks post-operative, the implanted proximal humeral internal locking system (philos) plate and the locking screws failed in the humeral head portion of the plate. Per the reporter, nine (9) screws laterally backed out of the plate. As a result, a revision procedure to remove the original hardware and implant a new system was required. Details pertaining to the completion of the procedure are unknown. This report is for nine (9) unknown screws. This report is 2 of 2 for (B)(4).